Manufacturer narrative:
Initial and final MDR(B)(4)- device 2 of 4 e1:patient city: (B)(6) patient country: sweden h11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in sweden it was reported that the patient faced insulin flow blocked alarm with four infusion sets event on 2-apr-2025. The blockage was in the tubing. The blood glucose level was found to high. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available